Manufacturer narrative:
(B)(4): an internal investigation was performed. No product fault could be detected. The cross section surface shows no irregularities which indicate material conformity as well. Excessive mechanical force may have caused the breakage of the condyl-plate. (B)(4): placeholder.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with plate on an unknown date. The plate broke post-operative after eight (8) weeks.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.